Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a heart rate in the 40¿s. Right ventricular (rv) lead loss of capture was suspected. In addition, the lead had chronic oversensing. The parameters on the lead were reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.